Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation:fallopian tubes'), uterine perforation ('perforation (uterus) and device dislocation ('migration of essure: location unknown/ failure to occlude one side') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and abortion. Concurrent conditions included anxiety and depression. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), pelvic pain ("pain ¿ pelvic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometrial disorder ("endometrium right side"), abdominal pain upper ("stomach pain") and aneurysm ("complications or problems that occurred at the time of your essure placement procedure- cerviacl aneurysm"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dyspareunia, endometrial disorder, abdominal pain upper and aneurysm outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, aneurysm, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). X-ray - on an unknown date: essure confirmation test(s) (unspecified) :results of confirmation test: breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, tubal perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation:fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pain ¿ pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, fallopian tube perforation, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day((B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s). (Unspecified) :results of confirmation test: breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation:fallopian tubes'), uterine perforation ('perforation (uterus)') and device dislocation ('migration of essure: location unknown/ failure to occlude one side') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and abortion. Concurrent conditions included anxiety and depression. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), pelvic pain ("pain ¿ pelvic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometrial disorder ("endometrium right side"), abdominal pain upper ("stomach pain") and aneurysm ("complications or problems that occurred at the time of your essure placement procedure- cervical aneurysm"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dyspareunia, endometrial disorder, abdominal pain upper and aneurysm outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, aneurysm, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day(B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). X-ray - on an unknown date: essure confirmation test(s) (unspecified) :results of confirmation test: breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, tubal perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure: location unknown, nausea, dyspareunia (painful sexual intercourse), perforation (uterus), abnormal bleeding (general), endometrium right side, stomach pain, complications or problems that occurred at the time of your essure placement procedure- cervical aneurysm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation:fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pain ¿ pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, fallopian tube perforation, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day((B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) :results of confirmation test: breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia (bleeding b/w periods), breakage, perforation: fallopian tubes. Lab data and reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.